Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: result for device #1: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use. Result for device #2: the complaint about the needle button released could not be confirmed. The device was returned with the needle button depressed and the needle released button unused. The device appears to have functioned as intended.

Event description:
Patient stated the needle button accidentally released prior to the completion of the 24-hour period. Patient stated this has happened to 4 v-go's from the same box. Patient stated the last time this happen was today and he had to take it off and apply a new v-go. Patient stated he has discarded the 3 other v-go's that did the same thing a week ago. Patient stated he kept the v-go from today.